Manufacturer narrative:
Correction: serial number previously reported as (B)(6), now corrected to (B)(6).

Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. No patient complications have been reported as a result of this event.